Event description:
It was reported the insulin pump alarmed motor error while the device rewind. The device was not exposed to any kind of magnetic field or it wasn't dropped or bumped. Customer was not wearing the sensor. Customer's blood glucose was 16.7mmol/l. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.